Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic and non pacer dependent patient presented in clinic. Upon interrogation, the right ventricular and atrial leads exhibited noise. All other electrical measurements were in range. Noise was reproducible with isometric testing. The leads were reprogrammed but noise still remained. No further intervention was performed. The patient would continue to be monitored.